Manufacturer narrative:
Section b5 of the initial medwatch report indicates: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing it's lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report that the device was missing it's lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event. Section h3 of the initial medwatch report indicates: yes. Section h3 of the initial medwatch report should indicate: no. Section h6 method code of the initial medwatch report indicates: testing of actual/suspected device. Section h6 method code of the initial medwatch report should indicate: device not returned. Section h6 results code of the initial medwatch report indicates: mechanical problem identified. Section h6 results code of the initial medwatch report should indicate: no findings available. Section h6 conclusion code of the initial medwatch report indicates: cause traced to component failure section h6 conclusion code of the initial medwatch report should indicate: cause not established. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: the customer received a replacement lid and battery to resolve the reported issue. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the device was missing it's lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing it's lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.